Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for a few days their therapy hadn't been helping with their bladder symptoms and last night "all hell broke loose" and they almost didn't make it out of the bed without wetting it. Patient said they had quite a bit of leakage lately. During the call patient increased stimulation on their current program 2 from 5.0v to 5.9v where they felt stimulation. Patient said their bowels were fine, it was their bladder that they were having issues. Patient (pt) said they had a little bit of the flu and thought that was maybe contributing to their bladder symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient called back reporting they continue to experience bladder and bowel issues even after increasing amplitude. Patient requested assistance trying different programs. Patient felt stimulation at ins pocket site on program 3 and no stimulation on program 4. Patient felt comfortable stimulation at the anus on program 1 and will monitor symptoms and schedule follow up with managing physician. Additional information was received from the patient. It was reported that the cause of the device not working. The patient was going to keep trying more settings. The issue was not yet resolved. Additional information was received from the patient. The device was replaced.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.